Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified the catheter was returned in two pieces as a result of 2 breaks that occurred in the shaft. The first break was approximately 23.6cm distal to the catheter strain relief. The second break was on the strain relief of the device. The catheter hub was not returned. This type of damage is consistent with excessive force being applied to the delivery system. The tip was flared. This type of damage is consistent with guidewire movement during attempts to cross the lesion. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure a shaft break occurred outside of the y-connector. The 80% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). The lesion was predilated with a 2.5x20mm and a 3.5x20mm non bsc balloon. A 3.50x38mm taxus liberte stent was advanced to the lesion; however, during attempts to advance the stent the shaft broke 5cm outside of the y-connector. The device was successfully removed and the lesion was predilated again with a larger unspecified balloon. The procedure was completed by implanting a 3.5x38mm non bsc stent. Timi 3 flow was achieved with a satisfactory result. No patient complications were reported. However, returned product analysis revealed that the shaft broke approximately 23.6cm distal to the catheter strain relief.